Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touchscreen was faulty. There was no patient involvement.

Manufacturer narrative:
Date of report: 28sep2018. Date of manufacturer: 28sep2018. (B)(4). The device was evaluated by a philips field service engineer. The cable and bracket were replaced and the unit was returned to service.